Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had back pain and blood glucose (bg) was 374 mg/dl. Ketone level was high. Customer went to the emergency room and was treated with intravenous (IV) saline and morphine. Cause of elevated bg was not known. Customer was admitted to the hospital as the customer had a kidney infection. Antibiotics/IV were administered. Customer alleged pump was operating appropriately. Elevated bg/kidney infection were resolved. Reportedly, customer was discharged on (B)(6) 2018.